Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The armada 35 instruction for use states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended. The rated burst pressure (rbp) for this part number is listed as 14 atmosphere (atm). The investigation determined that the reported difficulties appear to be due user related. The foreign body in patient is related to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure using a 7 fr sheath in the bracial artery for a left external iliac intervention procedure the armada 35 balloon catheter was inflated beyond rated burst pressure (rbp) for more than one inflation and at 26 atmosphere (atm) the balloon ruptured. After removal, it was noted that the balloon was not intact; it had separated. Using fluoroscopy the balloon marker and possible balloon fragment were located in the aortic arch where thrombosis was also present. The patient was noted as stable and no intervention attempt for removal was performed. Notably, the patient is scheduled for a surgical endo abdominal aortic aneurysm (aaa) repair procedure. No additional information was provided.